Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had her scs ipg replaced because the ipg was inoperable. Reportedly, the patient lost the charger and was unable to charge the ipg as recommended by the manufacturer.